Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that when it close, clip does not make good shape despite of no re-use. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p93h5u. Device analysis: the analysis results found that the mcm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed. Due to returned condition of the device non functional testing could be performed to evaluated the event reported. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.